Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultrasoft lancing device casing was cracked/broken. The (B)(4) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began on (B)(6) 2012 at an unknown time. The patient reportedly manages her diabetes with a combination of oral medications and she denied making any changes to her usual diabetes management routine in response to the alleged issue. On an unknown date/time the patient claimed she developed a "blood infection" due to the lancing device. It is not clear how the lancing device may have caused this. The patient claimed she was hospitalized also on an unknown date/time and was treated with antibiotics by a healthcare professional at the time of troubleshooting, the cca noted that the lancing device was used not in use for long prior to it breaking. There was no report of misuse/trauma to the device, and the issue was unresolved. Replacement products were sent to the patient. This complaint is being reported due to the patient claiming she required medical intervention from a health care professional (hcp) as a result of the alleged issue.

Manufacturer narrative:
Follow-up #1 (6/7/2012)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the lancing device involved with this complaint failed testing. The lancing device was found to have cracked casing while the cap threads are stripped. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.